Event description:
It was reported to vyaire medical that the broselow, intubation mod, white, 2pk contains an adult size stylet (10fr) that is too big for the pediatric endotracheal tubes that can cause a deadly outcome. Furthermore, there is no patient associated with the said event.

Manufacturer narrative:
Vyaire file identification: (B)(4). H3: 81 other ¿ the customer did not send pictures or the physical sample for the investigation. We require a picture or the physical sample as evidence to perform a better investigation about the reported defect. The device history record was reviewed and there were no issues during its manufacturing, the fg was sent with the small adult stylette 10 fr part number rs3000nb as indicated on our bom (bill of materials). Therefore, defect reported by the customer was not confirmed. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available. H3: the device was not returned.